Manufacturer narrative:
Concomitant product: 5076-45 lead, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular lead was oversensing t waves. Trouble-shooting options were discussed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.